Event description:
Pt. With hx of endometrial ca was sedated and on mechanical ventilatory support in the ICU at the time of the incident. Rn noted the ventilator display screen to go blank and the ventilator inoperative alarm mode activated. The rn cycled the on/off switch on the device and the ventilator returned to operation. Pt. Sa02 remained at 97% during the incident. A rcp responded immediately and remained in attendance until the device was exchanged for another unit. The device was impounded by respiratory care and transferred to biomedical engineering for analysis.